Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the balloon expanded past the radiopaque markers. The target lesion was located in the left anterior descending (lad) artery. After a synergy stent was implanted, a 2.50mm x 20mm emerge¿ balloon catheter was advanced for post-dilatation. However, upon inflation, it was noted that the balloon expanded significantly past its radiopaque markers which led to improper sizing of the synergy stent. Post-dilatation was performed with a different device and the procedure was completed. No patient complications were reported and the patient's status was fine.